Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that syringe 10ml ls 21x1-1/2 an emerald needle had a hole in it. The following information was provided by the initial reporter: I take the liberty of contacting you to report a defective product. One of our radiologists noticed during an injection that the needle was defective, when he wanted to inject, during an arthrography the contrast product came out from the top of the needle and not from the bevel, so there was a hole in the needle. He had to prick his patient to make his intra-articular injection.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1703259 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were examined and no defects were identified. Based on the investigation findings, this exact cause could not be confirmed.

Event description:
It was reported that syringe 10ml ls 21x1-1/2 an emerald needle had a hole in it. The following information was provided by the initial reporter: I take the liberty of contacting you to report a defective product. One of our radiologists noticed during an injection that the needle was defective, when he wanted to inject, during an arthrography the contrast product came out from the top of the needle and not from the bevel, so there was a hole in the needle. He had to prick his patient to make his intra-articular injection.